Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the charger and programmer can no longer communicate with the ipg. In the past, while recharging the ipg, the pt would experience tingling at the ipg site. The pt is scheduled to undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.